Manufacturer narrative:
A visual examination of the device found the distal portion of the button body and the button dome to have been detached and not returned. The distal flange portion of the button body appears to have been cut. The condition of the returned unit was consistent with the complaint incident that the bolster was detached. Based upon the event description the dome detached while being elongated for removal from the patient. It is possible cutting of the button body occurred during the attempt to remove the button dome from the patient because the dome was not returned, it remains unknown if the defect occurred due to manufacturing or procedural factors. Therefore the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown however approximately six months prior to (B)(6), 2011). According to the complainant, on (B)(6), 2011 during the procedure, when the physician inserted the obturator to remove the existing device the button dome detached from the shaft. As the patient underwent a tracheotomy, the endoscope was unable to be inserted. The button dome remained in the patient however the physician expected that the button dome would be excreted from the body naturally. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The physician is following up with the patient.

Manufacturer narrative:
The exact age of the patient is unknown however the patient is under 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown however approximately six months prior to (B)(6), 2011). According to the complainant, on (B)(6), 2011 during the procedure, when the physician inserted the obturator to remove the existing device the button dome detached from the shaft. As the patient underwent a tracheotomy, the endoscope was unable to be inserted. The button dome remained in the patient however the physician expected that the button dome would be excreted from the body naturally. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The physician is following up with the patient.